Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to elevated blood glucose levels reaching over 700 mg/dl. Customer was treated with insulin and unspecified medication to reduce fluid build up in the chest. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the wake button did not function as intended. The customer pressed the button with more force and the wake button functioned. In addition, the customer reported the pump did not function as intended. At the time of the report troubleshooting with tandem technical support was unable to be performed. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.